Manufacturer narrative:
Revised b1 to capture adverse event.

Manufacturer narrative:
Upon further review of the file, this event should be deemed non-reportable as the type iii endoleak was resolved during the index procedure, and no aneurysm enlargement or secondary intervention was reported. Therefore, this medwatch will be retracted.

Manufacturer narrative:
Addition g3/g4.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
The following information was reported to gore: on (B)(6) 2020, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis (excluder) and gore® excluder® iliac branch endoprosthesis (ibe) for abdominal aortic aneurysm and left common iliac aneurysm. After deployment of ibe in the left common iliac artery, a contralateral leg endoprosthesis was deployed as a bridge graft to excluder. Angiography revealed a possible type iiia endoleak from the junction or a possible type iiib endoleak due to a graft hole. An additional stent graft was relined and the endoleak was resolved. The patient tolerated the procedure. It was reported that a iiib endoleak was suspected, but a graft hole was not be identified. At present, the physician believes it would have been a type iiia endoleak, because the bridge graft was 27mm but the narrow part of cia was about 14mm. An intraoperative video was provided.